Event description:
It was reported that unit failed blockage/full test. Failed to alarm.

Manufacturer narrative:
Device was not evaluated due to the product was not returned for investigation. Investigation results: as of today, device return has been requested for this complaint but has not been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause.  A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product in relation to the reported issue. If the device is returned in the future then this complaint may be reopened.